Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported discrepancies between their bg and sg values. The case was escalated to next level support for further assistance. Upon review, it was determined that the user's system was continuing to adjust and should show improvement within a few days. Customer care attempted to contact the user to continue the troubleshooting process, but the user was unresponsive. As such, no further assistance could be provided.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.customer care made multiple attempts to contact the user to provide further assistance, but no response was received.